Event description:
It has been reported to philips that there was an issue with the angulation movement of the arch. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the button that controls angulation movement of the c- arc was frozen. Review of the system log files showed geo module error, ¿long¿ wedge1 command which indicates the button was sticking. Fse repaired the geo module hoop angulation joystick. This module has the controls for tube rotation and angulation. After repair system was returned to good working order.the codes were updated based on the investigation outcome.